Manufacturer narrative:
(B)(4). Follow-up report will be filed if add'l info becomes available.

Event description:
It was reported that one day after the multi-lumen catheter/percutaneous sheath introducer (psi) kit was inserted, an 8fr swan ganz catheter was inserted through the multi-lumen access catheter (mac) into the female pt in the intensive care unit (ICU). The md found that blood made its way back to the integral hemostasis valve and the cath-gard. As a result, the md removed the mac and a new kit was used without issue. There was no reported delay, death or complications to the pt.